Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: vercise cartesia, upn: (B)(4), model: db-2202-45, serial: (B)(4).

Event description:
A report was received that the patient scratched the skin at the burr hole cover in her sleep causing skin erosion and exposing the lead. The patient received wound care and underwent a procedure in which the wound was closed. The patient is recovering and feeling well.